Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the stroke is unknown but may be related to the mechanisms above, such as the patient's advanced age, and possible thrombus or calcification dislodgement during the multiple manipulations necessary to complete the case. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards european affiliate, during a tf tavr case it was very difficult to put the sheath into the femoral artery, because of previous surgery (endarterectomy in this area). After pre-dilation with dilators the sheath went in. It was also difficult to put in the valve through the sheath but the valve came through and was put in the ascending aorta. The valve was placed with no pvl. Good valve placement. Directly after valve placement, the patient had complaints of slurred speech, could not use the right arm and hand very well and had trouble with looking to the right sight. The neurologist was called and came to check out the patient. The patient went for a CT scan and a distal stop was seen. The intervention radiologist could not perform an intervention because of the very distal part of the stop. The patient received thrombolysis IV in the hope they will recover from the stroke. The perceived root cause of the event was probably thrombus or calcification after placement from the valve.